Event description:
The manufacturer received information alleging the discovery of ventilator inoperative error codes during device evaluation. This issue has been identified under fsn 2023-cc-src-039 and may result in interruptions and/or loss of therapy due to a ventilator inoperative alarm. No patient harm or serious injury was reported in association with this event. The device was not in patient use at the time the issue was identified. The returned bipap a40 pro device was evaluated at a third-party service center. Visual inspection found no evidence of foam degradation. Review of the event log confirmed a ventilator inoperative error code indicating a defective eeprom. Based on the evaluation findings, the technician recommended replacement of the device's printed circuit assembly (pca) to address the issue. No repair was performed. The device will be scrapped per customer request.

Manufacturer narrative:
The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. A field action was initiated with record ID [10027/24 or fsn-2023-cc-src-039] and consisted of a field safety notice. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.